Manufacturer narrative:
The received forceps sample was found in an inner blister without cover foil. The shaft is very bent. The sample was visually inspected with the aid of a photomicroscope with various magnifications. It was found that the shaft is very bent. The forceps shows surgery residuals. Due to the condition of the sample, the customer's complaint could not be confirmed. The bending does not allow a detailed examination of the root cause. The root cause for the reported event could not be determined conclusively. A manufacturing or design related root cause for the damage of the complained device has not been identified. The manufacturer has no influence on complaints which are in relation to external force. No further actions will be issued. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. Based on the preliminary investigation findings, there has been no change in the criticality for this complaint. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic forceps device locked up and would not open. Procedure details, patient involvement and patient impact information is unknown. Additional information received clarified that the forceps device worked initially during a vitrectomy surgery. When the tip subsequently locked up and would not open again while inside of the eye, an alternate forceps was obtained in order to complete the procedure. There was no harm to the patient. No additional information is available for this report.